Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the patient order was not shown. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not showing in the station. A technical support specialist found that the patient's profile was not showing up due to the "admission inactivity days" setting being too low. The technical support specialist changed the setting from 2 to 10, and the patient order started showing up on the station again. The system functioned as intended after the technical support specialist troubleshot the device.